Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement and high pacing threshold. The rv pli measurement is chronically high and is between 2,000 ohms to 2,100 ohms. The cause was not determined. At this time, the system remains in service. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.